Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I just had my essure and tubes removed!!! Due to pain that was caused by essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I just had my essure and tubes removed!!! Due to pain that was caused by essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip hurt"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the pelvic pain and arthralgia outcome was unknown. The reporter considered arthralgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: event hip hurt added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I just had my essure and tubes removed!!! Due to pain that was caused by essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip hurt") and eye disorder ("this happens to my right eye") and was found to have weight increased ("I did with in couple of weeks I gained 35 pounds"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the pelvic pain, arthralgia, weight increased and eye disorder outcome was unknown. The reporter considered arthralgia, eye disorder, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain, hip pain,weight gain, eye disorder quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: event I did with in couple of weeks I gained 35 pounds added. On 23-mar-2020: social media received: event this happens to my right eye added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I just had my essure and tubes removed!!! Due to pain that was caused by essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.